Event description:
The customer reported that the system displayed a 'cine disk not available' error. This would prevent cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.